Event description:
It was reported that a novum iq syringe pump had flow issue during mock infusion. The device was programmed with a concentration of 20 mg/ml, a dose of 2 mg, and a patient weight of 1.2 kg; however, a hard limit screen was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.